Manufacturer narrative:
Philips has investigated this complaint. The customer claimed that the device cannot make exposure. Error timeout establishing connection with the generator showed in system, it is suspected that the host pc cannot connect with cube in a specific time. Onsite service was required since the prs was not valid. However, customer refused the service from philips. No further information regarding the issue has been provided. No service has been performed by philips since the service was not accepted by the customer. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the allura xper fd20 system could not perform exposure. The device was in clinical use at the time of the event. No harm has been reported. Philips has started an investigation of the complaint.